Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the joule setting on the device knob was different than the joule value that appeared. There was no adverse patient impact.